Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding 6 patient's receiving unknown drugs via an implantable infusion pump. It was reported that the patients had to have their synchromed ii pumps replaced because they had a problem. It was noted that the callers had no further information about the 6 patients. No further complications have been reported as a result of this event.